Event description:
Olympus was informed that during an unspecified procedure, while the patient was "under conscious sedation," the patient reached down to her leg, wedged her hand between the patient pad and her thigh, and ripped off the non split patient pad. The patient sustained a burn on her hand. No additional information was provided. Olympus followed up with the user facility to obtain additional information with no results.

Manufacturer narrative:
The generator was returned to olympus for evaluation. The reported event could not be recreated because the electrode pad and the patient plate were not returned. The esg-400 was tested with the customer's usg-400 unit and no problems were noted. In addition, the system memory did not show any error codes on the date of the procedure. The device was inspected and will be returned to the user facility.